Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the outcome of the event was recovered/resolved (B)(6) 2025. No hospitalization, a concomitant or additional treatment was given due to the adverse event (ae). Causality assessment provided as: not related to the procedure and devices; not related to disease under study and underlying condition or disease; the rationale for the relationship to system or procedure. The subdural hemorrhage occurred independently of the procedure and was not related to the study indication.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a mechanical thrombectomy procedure using the catheter react-71 and stent sfr4-4-20-10 for the treatment of an ischemic stroke in the right middle cerebral artery, m2, a subarachnoid hemorrhage was visualized on 24-hour imaging after the index procedure. This was possibly related to the study procedure and devices utilized. The patient's medical history included atrial fibrillation, hyperlipidemia, hypertension, benign prostatic hyperplasia, and a gallstone procedure. The access vessel used was femoral, and two passes with the device were made. The nihss score improved from a baseline of 3 to 2 post-procedure, and the tici score improved from 0 to 2b. No patient complications have been reported as a result of this event. Additional information received reported lesion characteristics (location, size, type, side, dimension, etc.): initial clot tertiary mca, m2 ¿ r. Final post-procedure mtici score 2b; post-procedure 24h nihss 2. It was unknown if the device was prepared as indicated in the IFU.